Event description:
Pt had multiple sclerosis in the late 1980's. They were originally taking baclofen by pill for their pain and muscle tightness. Pump was implanted in 2001. For the first year things went on well. They had adequate pain relief. After some time in 2003, the catheter was discovered to have been broken and the catheter was explanted and replaced. The alarm on the pump only comes on if the reservoir is empty. However they have not getting enough pain relief.

Event description:
Add'l info rec'd from pt 3/24/04: pt's hope is that the FDA has both a division to investigate the doctor's harmful and unethical medical practice, and another to assess whether he should pay a recompense or forfeiture for a potentially illegal business dealings which are not in accord with FDA guidelines.